Event description:
It was reported that pump experienced malfunction alarm with code 16, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, did not experience recurring malfunction after reset, was instructed to continue using pump and to call back if issue returned, and confirmed understanding of instructions.